Event description:
Customer reported when the hold button is pressed the alarm begins to sound. The issue was discovered during setup, but the date of the event is unk. No pt injury was reported.

Manufacturer narrative:
Results: eval of the returned product did not confirm the reported issue. However, if the sensor cable is wiggled inside the rj-11 receptacle, unit alarms intermittently. When the sensor cable is not wiggled, the unit's hold mode feature works properly. Visual findings observed one of the battery springs is bent. Also all of the pins inside the rj-11 receptacle are bent downward. (B)(4).